Event description:
An error message issue was reported with the abbott diabetes care (adc) device with an alarm alert. A ¿signal loss¿ error message with alert was reported which resulted in the customer being unable to obtain glucose readings and receive glucose alarm alerts. As a result, the customer was not alerted of changes in glucose level and experienced a seizure, however, was able to self-treat with a jelly bean. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Sensor state 3 is an indication that the sensor is in the primary operating state and has yet to reach its end of life at the time of return. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Attempt to communicate between returned sensor and known good reader. Reader successfully communicate with the returned sensor. No error message was observed. An extended investigation has been performed. Visual inspection has been performed on the returned sensor and no issues were observed. Returned sensor was reprogrammed to sensor state 1 (storage state) and activated successfully with a known good reader. No error message was observed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs (device history review) showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date in section h4 is the date abbott diabetes became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the abbott diabetes care (adc) device with an alarm alert. A ¿signal loss¿ error message with alert was reported which resulted in the customer being unable to obtain glucose readings and receive glucose alarm alerts. As a result, the customer was not alerted of changes in glucose level and experienced a seizure, however, was able to self-treat with a jelly bean. There was no report of death or permanent impairment associated with this event.